Manufacturer narrative:
This supplemental report is being submitted to provide a correction based on the information supplied by the manufacturer. This complaint and the investigation report were already submitted in duplicate complaint (B)(4). Please refer to complaint number (B)(4) for the investigation information.

Event description:
The customer reported to olympus, the high definition camera head wire was cut. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head wire was cut. There were no reports of patient harm.